Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report wil be submitted.

Event description:
The customer reported that during the surgery, a small piece of metal detached from the tip of the jaw of the ls1520. The piece was retrieved from the surgical site. Another device was used to complete the procedure without further consequence. No patient injury.